Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned to dexcom for evaluation. However, data was reviewed on (B)(4) 2015. A review of the data log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.